Event description:
During a surgical procedure, the tip broke and fell into the pt. The surgeon retrieved the tip from the pt with no harm or complications.

Manufacturer narrative:
Visual inspection of the returned instrument confirms that a ceramic tip has been broken off from the tube of the device. The white ceramic tip on the instrument is from a third party, the tip of the instrument should be a black fiberglass tip. Also noted is how the tip does not meet with the tube, causing the ledge. The tube also has multiple dents and ripples. The evidence noted above clearly indicates that the instrument has been repaired by a third party and is the likely cause of the failure during the procedure. The determination of the use of a third party repair facility on this device is of great concern because gyrus acmi has no control of the quality of the repair in this type of situation.